Manufacturer narrative:
11/20/96-supplemental report #1 submitted to FDA. Additional data entered in d9. Device eval indicated and codes entered in h3 and h6.

Event description:
The device was applied during a anterior resection procedure. Reportedly, the staples did not form properly. The surgeon resected the original staple line and applied another device to complete the procedure.